Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) with a cartridge during the load process. Customer's blood glucose (bg) level was 284 mg/dl, which was addressed with a manual injection. During follow-up, the customer was able to load a new cartridge successfully, and reported that bg level was back to normal range.